Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance, with high out of range measurements above 200 ohms. Technical services (ts) was consulted and reviewed reasons for the exhibited behavior and evaluation options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance, with high out of range measurements above 200 ohms. Technical services (ts) was consulted and reviewed reasons for the exhibited behavior and evaluation options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported.